Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer informed technical support engineer (tse) that c-33 occurred on viodv during preparation. Tse advised customer to perform a power cycle and connect directly to the ac wall outlet, but the issue persisted. Tse explained to customer that viodv could be used, but advised to prepare the external esu just in case. Tse explained to him that fe repair is required. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After confirming the reproducibility of the issue, fse replaced the viodv unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The viodv was analyzed and in artemis, error c-33 was found. Upon visual inspection, an issue was identified that may be related to the reported event, and during functional testing the erbe unit displayed error code c-33 upon startup. A review of the erbe internal log additionally revealed errors c-00. The complaint was confirmed based on [the field evaluation/failure analysis], which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.